Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident. The customer was treated with insulin pump. Customer stated that the insulin was squirting. The customer was wearing the insulin pump within 48 hours of reported low blood glucose. The insulin pump will not be returned for analysis.